Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The customer reached out to bst in case # (B)(4) and stated they are needing mid-tx dental work involving extraction of a front central incisor and bridge placement. ("Maxillary partial-resin base and extraction of a front tooth with bridge." They completed a visit with their dds on (B)(6) 2023.